Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The site reported the system had difficulty with 2d image acquisition exposures. Sometimes the button (on the handswitch) had to be pressed multiple and would eventually expose without a system reboot. The issue did not occur for 3d image acquisitions. The probable cause was reported as the handswitch. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. E h3: a medtronic representative went to the site to test the equipment. Testing revealed that the handswitch needed replacing due to it being stretched. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch and the issue was confirmed. It was installed on a test system and it booted and readied. When actuated, the 2d button would not acquire an image. 3d and store buttons were functioning as expected when pressed. H6: b01, c02 and d02 apply to the system checkout. B01, c07 and d02 applies to the handswitch analysis. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.